Manufacturer narrative:
(B)(4). A followup report will be submitted when the evalution is complete. Evaluation in progress.

Manufacturer narrative:
The trend review identified normal complaint activity for the issue under investigation. Because the lot number is unknown historic accuracy testing was reviewed. This testing was completed to evaluate the assay performance using lot 14778m500. The testing met acceptance criteria. Labeling review was performed which showed the customer's issue is addressed in the assay package insert under the limitations of procedure and warning section. This issue is limited to a single patient sample. Historical results for the patient were also elevated. The customer completed dilution linearity and the sample did not dilute linearly. The investigation results show that there is no product deficiency and that the architect ca 19-9xr reagents are performing as intended.

Event description:
The account questioned a falsely elevated architect ca19-9xr of 686 u/ml on (B)(6) 2013 on a patient sample. The same sample tested roche cobas ca19-9 of 6.52 u/ml. A new sample generated erratic results with architect ca19-9xr of 239.8 and 281.2 u/ml on (B)(6) 2013 after centrifugation of 10 minutes at 4000 rpm. Then, the same sample was centrifuged for 10 minutes at 10800 rpm using the abbott ultrafuge with architect ca19-9xr of 434.7 and 447.9 u/ml. The account stated there is no suspicion of a tumor. Additional dilutional testing was performed on the patient sample comparing centrifugation versus ultracentrifugation. No impact to patient management was reported.